Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device onsite and determined the display needed replacement. The display was replaced to resolve the issue. The device remains with the customer site. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of the display, the root cause of which could not be determined. The reported problem was confirmed. The display was requested for return, but no shipping information was made available. If the display is received, the record will be reopened and the returned material evaluated. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating the display did not work. There was no patient involvement.